Manufacturer narrative:
Product event summary: the device, arctic front advance catheter 2af284 with lot number 93596-60, and data files were returned. Data files showed no data for the returned catheter. Visual inspection of the catheter showed no apparent issues and smart chip verification showed the catheter had not been used. The catheter passed the performance test as per specification and air was not reproduced. Dissection and pressure testing showed no anomalies.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while setting up for a cryo ablation procedure, there was air noticed in the balloon catheter. The physician felt that the air was coming from inside the balloon, possibly indicating the balloon was broken. The catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.